Event description:
Related manufacturer reference number: 2017865-2022-04815. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and crosstalk. Additionally, it was found that the right ventricular lead exhibited noise oversensing, high capture threshold and elevated pacing impedance. No intervention was performed. The patient experienced no consequences and will continue to be monitored.